Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2008. A year later, the physician did f/u by CT and confirmed no endoleak and confirmed that the aneurysm size was reduced. Second f/u on (B)(6) 2010, the physician did CT and recognized the endoleak, however, it could not be determined the type of endoleak and also confirmed the aneurysm size was increased. So the physician did angiography on (B)(6) 2010 and decided that the endoleak type was type iii because could not recognize type I or ii endoleak. The physician is planning to do the add'l procedure for placing a converter and femoral-femoral bypass. (Date is not confirmed yet). Add'l procedure on (B)(6) 2010. The physician approaching from ipsilateral side; placed the zenith converter and the zenith iliac leg graft. The zenith zip occluder could not be placed because the pt's access route was dissected. The physician did ligation of the internal iliac artery and the external iliac artery and then performed the ilio-ilio crossover bypass procedure and ended the procedure. After performed add'l procedure on (B)(6) 2010, resolved the endoleak and the patient was in fine condition.

Manufacturer narrative:
(B)(4) additional surgical repair is not specifically addressed in the IFU. (B)(4) endoleaks are labeled in the IFU. Event eval: still under investigation.